Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Patient code 3191 (above): no code available - customer reported diabetic symptoms not specified. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern and customer's condition - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for e-3 error. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. Customer stated his expected fasting blood glucose test result range is in the 300s mg/dl. Customer stated he had not felt well and had taken insulin thirty minutes prior to call. At the time of the call, the customer reported still not feeling well and was having diabetic symptoms but did not specify them. Customer did not need medical attention at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is one month. Except for the result of hi, the customer was unsure if the rest of the results in meter memory had been performed fasting or non-fasting. The meter memory was reviewed for previous test result history: (B)(6).